Event description:
The pt underwent aortic valve replacement with this 25mm sjm mechanical heart valve. Twenty-two years later, the pt presented with prosthetic aortic stenosis and the valve was explanted.